Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2019, patient was on epinephrine and milrinone, on (B)(6) 2019 patient was extubated, failed swallow evaluation, echo showed pericardial effusion and presence of clot. On (B)(6) 2019, patient was febrile. Wbc 16 culture was performed. Swallow eval- thickened liquids and puree; on (B)(6) 2019, patient passed swallow evaluation, on (B)(6) 2019, echo with clinic visit to follow pericardial effusion. No further information was provided.

Manufacturer narrative:
Section a2 & a3: corrected information: manufacturer's investigation conclusion: the account¿s report of suspected thrombus could not be conclusively determined through this investigation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported pericardial effusion could not be conclusively determined through this investigation. The heartmate 3 lvas IFU lists thromboembolism and pericardial effusion as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.